Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a vibratory patient notifier for an out of range high voltage lead impedance alert. Only a single upper out of range hv lead impedance measurement was noted. The patient was asymptomatic. No other electrical anomalies were observed. The patient will continue to be monitored.